Event description:
A customer reported experiencing a past high blood glucose (bg) event, though the specific cause of the high bg was unknown and the highest bg level was reported as "high." To resolve the high bg, the customer administered a correction injection via multiple daily injections. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.